Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had scratches on the screen of the insulin pump and had no delivery alarms. Customer's blood glucose level was 400 mg/dl. Customer was advised that the insulin pump will need to be replaced. Customer did not want to troubleshoot, but he wanted a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. Unable to prime during prime tests due to a faulty force sensor. Unable to confirm excessive no delivery alarms and to perform the occlusion and basic occlusion test due to the prime anomaly.